Manufacturer narrative:
An event regarding abnormal ion level involving an unknown stem was reported. The event was not confirmed. Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to abnormal ion level. The exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent right tha on (B)(6) 2012, and was implanted with an lfit anatomic cocr v40 femoral head and accolade tmzf hip stem and was revised on (B)(6) 2023. It is further alleged that he suffered injuries as a result of implantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.